Manufacturer narrative:
Date of event estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the ipg failed to establish communication and entered service app mode. Recovery efforts were unsuccessful. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Therapy was turned on post-operative.

Manufacturer narrative:
The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. Troubleshooting steps could not resolve the issue and the thus the ipg was replaced to reestablish effective therapy.